Event description:
The account alleges the bed is flat and the head section will not raise. There was no reported injury.

Manufacturer narrative:
The technician asked the account to isolate the coil then the valve. The account replaced the head valve and that resolved the issue.